Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not declare any continuous glucose monitor (cgm) alerts, despite having a blood glucose (bg) reading of 50 mg/dl. Review of pump data by tandem technical support revealed that the pump had declared multiple low bg cgm alerts, which were then cleared by the customer. During a follow up call, the customer acknowledged the information revealed during the review of pump data. However, the customer insisted that the low bg cgm alerts did not emit an audible tone.